Event description:
During an atrial fibrillation procedure, an air leak was noted from the hemostasis valve on the swartz sheath. After transseptal puncture the swartz sheath was aspirated and air was pulled into the syringe. The swartz sheath was exchanged, and the procedure was completed with no adverse patient health consequences.